Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cysto-nephro videoscope had problems related to reprocessing. The scope blew due to pressure cap not being attached. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Updated d9, h3, and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be the reprocessing deviated from the instruction manual. However, a root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Chapter 7: cleaning, disinfection, and sterilization procedures. Reprocessing equipment parts and functions, eto cap (mb-156). The instruction manual clearly states that when performing eto gas sterilization, the eto cap must be attached to the venting connector on the endoscope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.